Event description:
The surgeon reported having pts with access port leakages. Adjustments made with the same huber model (braun surecan 20g 40mm). The surgeon noted the needle included with lap-band system was too long and flexible. The investigation with the reporter is continuing to obtain details on the specific cases. No add'l details have been received to date.

Manufacturer narrative:
Add'l info - lap-band adjustable gastric banding system (unknown size). Unknown. Medwatch sent to FDA on: 04/28/2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model and serial number, date of event, implant date, explant date and pt data. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no model or serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."